Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate atp and hv therapy due to misdiagnosed svt. Programming changes were recommended. No further information.